Event description:
The recipient reportedly experienced device extrusion. The recipient was treated with local medicines, however, the issue was not resolved. The recipient's device was explanted. The recipient is healing.

Manufacturer narrative:
The recipient was reportedly treated with an antibiotic ointment and oral antibiotics. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's medical issue has reportedly been resolved. Due diligence attempts to obtain additional details regarding treatment were unsuccessful. This is the final report.

Manufacturer narrative:
The recipient will be reimplanted at a later date on the contralateral side.